Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/17/2015 with the following findings: the returned battery cap was able to fully tighten. The battery compartment was intact with no signs of damage. The black box dates that were recorded from (B)(6) 2014 showed one pump reboot event following a pump suspended warning on (B)(6) 2014 at 05:52. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. No "intermittent power" events were duplicated during the investigation. There was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing and issue with intermittent power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.